Manufacturer narrative:
One sample was received for evaluation; visual inspection was performed. The complaint of backfilled tubing cannot be replicated or confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that there was an excess blood that backfilled into the tubing. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.